Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from the drain bags seal near the drain tube. The reported condition was verified. The component was provided by a third-party supplier. The plant has control measures in place to identify failures of this nature. Due to the nature of the provided samples, no further testing could be performed. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leakage was observed originating from the tubing of the effluent bag of ten (10) prismaflex st150 sets during continuous renal replacement therapy. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.